Event description:
It was reported that the valve changed pressure levels with resulting overdrainage and subdural.

Manufacturer narrative:
The device remains implanted and is not available for return to the MFR. Therefore, an eval of the device performance is not possible. A review of the mfg records was not possible as no lot number was provided. All of our products are 100% tested at the time of MFR.